Manufacturer narrative:
A request was made on (B)(4) 2014 for the product to return. Bayer r and I product analysis received the returned product on (B)(4) 2014. Visual examination of the returned syringe, lot number: 143765, identified the presence of a particle in the fluid path. The particle was detected in the tip of the syringe and measured 0.2 square millimeters. Material extensions on the particle were observed that could break off into the fluid path. Our investigation concluded that, due to possible fragmentation, the potential of injection into the patient exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted.

Event description:
The site reported the following: a black foreign substance was seen at the base of the luer lock of the 150-ft syringe. No injury or adverse event was reported.